Event description:
It was reported that a clearlink system extension set w/control-a-flo regulator leaked at the built in tubing connection site where the needless injection port joins with the extension set tubing. The fluid that was being infused was lactated ringer's solution. Minimal blood was lost during the issue at the connection site. There was patient involvement, but there was no injury or medical intervention associated with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.